Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. The event can be detected/prevented by following the instructions for use which state: ¿¿chapter 3 preparation and inspection, 3.2 inspection of the endoscope, and 3.6 inspection of the objective lens cleaning function¿ describes the following warning. 9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion tube for abnormal swelling, bulges, dents or other irregularities. 1. Keep the air / water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: the electrical connector had discoloration due to water leakage, due to clogging of the nozzle the water removal ability did not meet the standard value, due to wear of the angle wire the bending angle in the up direction did not meet the standard value, due to wear of the angle wire the play of the up/down knob was out of the standard value, the adhesive on the bending section cover rubber had a crack, the adhesive on the bending section cover rubber had white-clouded area, the adhesives around objective lens had white-clouded area, the adhesives around the light guide lens had white-clouded area, the plastic distal end cover had a scratch, the connecting tube had a scratch, the paint on the suction cylinder was peeled, and the protector of the universal cord on the scope connector side had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the evis lucera colonovideoscope had fluid invasion. There were no reports of patient harm associated with this event. Additional information has been requested regarding this event; however, it has not been received. The device was returned to olympus for a device evaluation and found foreign material clogging the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.